Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a0401 patient problem code: f26 no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Event description:
Ewimed supplier complaint: information on a new deviation. Date: (B)(6) 2024 information about the deviation: deviation type: supplier complaint deviation no.: (B)(4) date of receipt: 2024-03-14 type of receipt: verbal injury (patient / other): no product possibly involved in injury: no product available for examination: yes detection site: 2 - on application origin: patient complaint: valve leaking product information: article no.: (B)(4) - pleurx¿ pleura catheter additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter additionally affected lot no.: not specified additionally affected UDI no.: affected component article no.: / - affected component lot no.: additional information: description of issue (what / why): valve leaking how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: yes successful drainage: yes impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: (B)(6) 2024 connected device (pleurx/peritx/brand) 50-7050 procedure performed by: ewimed employee procedure performed at: home replacement requested: no credit requested: yes additional information: information on the error pattern: fault location: valve type of fault: leaking response received: 3/apr/2024 - was there any damage noticed on catheter valve? - yes, the valve was leaking - was the valve cracked or broken? - not known - was the valve disconnected from the catheter with open clamp? - no, emergency clamp was used -could you please provide lot number associated with reported issue? Unknown.